Event description:
It was reported that a revision surgery was performed due to the implants loosening during the patient's coughing spell.

Manufacturer narrative:
The IFU states a possible adverse effect of surgical implantation is : "loosening, bending, cracking or fracture of the device." Without the lot number known, the manufacturing history order was unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4)